Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 24 mmol/l (432 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the cannula was bent and fluid was leaking. Hyperglycemia treated with correctional bolus and manual injection.

Manufacturer narrative:
The pod was received partially deployed. The slide insert was visible through the viewing window of the top housing, however the linkage assembly and needle were not fully retracted. Upon opening the pod the linkage assembly and needle fully retracted, indicating that the linkage assembly was misaligned. Inspection of the pod found the distal tip of the soft cannula to be damaged and kinked. Fluid flowed freely through the complete fluid path, even though the cannula was damaged. A leak test was done by clamping the distal tip of the soft cannula and rotating the ratchet gear while observing for any external or internal tears. No internal or external tears were found. A decrease in pulse width was observed in the beginning of the pod's run, however it did not affect pod function. It cannot be determined when the damage to the cannula occurred. Inspection of the fluid path found no damages or manufacturing deficiencies that would result in leaking during wear.